Manufacturer narrative:
Patient ID, and weight were not provided for reporting. Patient age was reported as in 60s. Additional device code: hwc. Device malfunctioned intraoperative. Device was not implanted/explanted. (B)(6). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent surgery for distal radius fracture. During the surgery, the surgeon noticed that the screw penetrated the plate without being locked. After he pulled it out without detaching the plate, he used another screw with a successful locking. The surgery was completed with a 5-minute extension. The surgeon comments that the screw might have a problem because another screw could be successfully locked. Patient outcome was not reported. Concomitant device reported: 2.4 mm ti va-lcp 2-col dstl rad pl (part# 04.111.530s, lot# l488938, quantity 1). This report is for one (1) 1.8 mm ti va locking buttress pin. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The returned screw had extensive damage around the head threads. Device history record was reviewed and there is no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.the material was checked with a niton xray analyzer gun and was confirmed to be the correct material type (tialnb). The returned screw had extensive damage on the head threads therefore could not be checked. Since the feature relevant to the complaint condition could not be evaluated it is unknown if the cause of the complaint condition is a result of the manufacturing process. Therefore, complaint is not confirmed from a manufacturing standpoint. Please note, this DHR review is for sterilization procedure only: part number: 04.210.084s, synthes lot number: l528302, manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 17.aug.2017 expiry date: 01.aug.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.210.084 / 7804232 was manufactured in us. Manufacturing location: (B)(4), manufacturing date: 22-sep-2014. Part no: 04.210.084, lot no: 7804232 (non-sterile) ¿ 1.8mm ti va lckng buttress pin with t8 stardrive recess/14mm. Quantity (B)(4). Components reviewed: raw material part 04.211.032.999, 2.8mm ti screw blank 32mm. Bp55, lot 7734401 meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition.